Event description:
The customer reported via phone call that he experienced low blood glucose levels. The customer's blood glucose was 40 mg/dl. The customer treated the low blood glucose with food and glucose tablets. The customer expressed shakiness and disorientation as symptoms related to the low blood glucose. While troubleshooting, the customer stated that the drive support cap appeared normal and that the bolus wizard could not be confirmed due to the customer not knowing the insulin pump settings. The customer was advised to monitor the insulin pump and call back if issues persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.